Event description:
It was reported that the device was explanted after implant duration of zero days, due to a failed ring repair. Information learned from implant patient registry and from the operative report.

Event description:
The device history record (DHR) review was completed and this device passed all manufacturing, and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.